Event description:
The patient experienced instent restenosis opf a cypher stent placed in the mid-rca approximately 11 months post implantation.this patient was admitted to the hospital with a chief complaint of unstable angina.the patient was currently taking plavix.the patient was taken urgently to the cardiac cath lab,where angiography revealed a de novo,moderately clacified,95% stenosis in the mid-rca.a bolus of angiomax was administered via IV.no gp iibiiia's were administered.there were no difficulties in accessing or wiring the vessel noted.the mid-rca lesion was predilated with a 2.5 x 20mm maverick balloon inflated to 6 atms.a 2.5 x 18mm cypher stent was deployed to 18 atms with suboptmial results.the stent was post-dilated following stenosis was reported to be 0%.the patient was discharged on the following day on plavix. Approx 11 months later, the pt experienced increased angina and returned to the hosp. Repeat angiography demonstrated a 100% instent restenosis of the cypher stent implanted in the mid-lad. This was treated with the placement of an additional des(taxus) within the lesion. The pt was discharged in stable condition.